Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8 fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned partially mated with the locator. The carrier tube assembly was returned as well. Visual inspection revealed that the locator was partially mated with the sheath. No outward damage was identified with the hemostasis sheath. The deployment sleeve of the device was in the full forward lock position. There was also noticeable enlargement of the collagen in the carrier tube assembly that caused the split in the carrier tube to widen. It is unclear when this collagen expansion occurred. The bypass tube was also missing from the exposed anchor. No other visual anomalies were noted with the returned device. As the device was returned without the bypass tube, further functional testing to deploy the device could not be completed. Dimensional testing of the od of the carrier tube was measured to be 0.102'' which was found to be within manufacturer specifications. IFU states: 'b. Set the anchor. 1. Confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal¿ device at the bypass tube. Cradle the angio-seal¿ carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve. 2. Confirm that the reference indicator on the insertion sheath is facing up. To ensure proper orientation of the angio-seal device with the sheath, the sheath cap and the device sleeve only fit together in the correct position. The reference indicator on the device cap should align with the reference indicator on the insertion sheath cap. Keeping the insertion sheath in place, carefully advance the angio-seal device in small increments until completely inserted into the insertion sheath. The sheath cap and the device sleeve will snap together when properly fitted.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the swollen collagen, which may have increased the od of the end of the carrier tube enough so that the carrier tube could not have fit in the sheath. The cause of the collagen swelling prematurely was likely due to the collagen being exposed to an aqueous solution prior to use. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the wire from the angio-seal device package was inserted over the interventional sheath. During the insertion of the angio-seal, the system became stuck after 2/3 way of the way. The physician removed the device and closed the puncture site with manual compression. There was no harm to the patient. Additional information was received on 04nov2019. It was a right femoral artery puncture. Bleeding occurred in the procedure room. The patient was hospitalized due to the event. There were no patient consequences, patient was in stable condition. Additional information was received on 06nov2019. The event occurred during insertion of the arteriotomy locator/sheath assembly; became stuck when mating the components. An 8fr sheath was used. A pre-deployment angiogram was performed. It was not possible to set the anchor. The device was the problem, it was only a mechanical problem, it could not be pushed into the angio-seal sheath. The procedure had to be aborted.